Event description:
\Customer reported a malfunction alarm on their pump, identified as malfunction 199 in tandem source with a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, guided by technical support, was informed that the pump needed to be replaced and was directed to put the pump into storage mode before returning it. Technical support also confirmed the shipping address for the replacement.